Event description:
It was reported that the ilet user experienced difficulty starting a new dexcom g7 continuous glucose monitor (cgm) and encountered a repeated three-beep alarm while the pump displayed ¿pairing with sensor". The pump produced a low glucose alert persisting as the prior sensor ended and before new cgm data populated without corroborating hypoglycemia. Symptoms included a reported capillary blood glucose of 270 mg/dl. Outcomes included temporary limitation of automated insulin dosing due to lack of current cgm data, with subsequent restoration of automated corrections once sensor readings became available. Investigation included guided troubleshooting and education to confirm cgm selection, enter the sensor pairing code, allow warm-up, perform a fingerstick, enter blood glucose into the pump, and acknowledge the alert. Investigation of this case revealed that the pump alarm was an appropriate alert behavior during a sensor transition and that automated dosing behavior aligned with design when cgm data are unavailable. It was concluded, based on previously established findings for similar reports, that the cause was user workflow during sensor change and normal device operation.